Manufacturer narrative:
Date received by manufacturer: 29oct2019. Date of report: 01nov2019. The service technician confirmed the touchscreen was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019.

Event description:
The customer reported touch screen failure. There was no patient involvement or user harm reported.